Manufacturer narrative:
(B)(4). Date sent to the FDA: 05/10/2017. (B)(4). The single complaint was reported with multiple events. There are no additional details regarding the additional events. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the additional information. To date no response has been provided. If further details are received at the later date a supplemental medwatch will be sent. Sutures pieces were received for analysis. The suture pieces were noted to have some degradation as the suture is absorbable. No conclusion could be reached on what caused the reported event, if should be noted that when surgical gut suture is placed in tissue, a moderate tissue inflammation occurs, which is characteristic of foreign body response to a substance. This is followed by loss of tensile strength and a loss of suture mass, as the proteolytic enzymatic digestive process dissolves the surgical gut. This process continues until the suture is completely absorbed. Please note that the average time for surgical gut chromic suture to be absorb completely is about 90 days. Many variable factors may affect the rate of absorption. Some of the major factors which can affect tensile strength loss and absorption rates could be: type of suture; plain gut generally absorbs more rapidly than chromic gut. Tissue sites; surgical gut will absorb more rapidly in tissue where increased levels of proteolytic enzymes are present, as in the secretions exhibited in the stomach, cervix and vagina.

Event description:
It was reported that the patient underwent a sinuplasty procedure on unknown date and the suture was used. It was also reported that, approximately four to six weeks post-op, the patient presented with the suture that was just as strong as when it was first placed. The patient also experienced pain and irritation, but was relieved once the suture was removed. The doctor opined that it was always two to three weeks for the suture to absorb. Additional information has been requested.

Manufacturer narrative:
Additional information was requested and the following was obtained: date of initial procedure:(B)(6). Tissue 4-0 gut used on? The caudal margin on the nasal septum to the nasal columella. Condition of tissue? Normal. How sutures were placed? Interrupted. Any suture anomaly noted? None. What are post op dates of presenting symptoms? 10 days to 21 days. What was the indication for follow up at 4-6 weeks? Normally see all post op patients at 8 weeks p.o. Indications for suture removal? Intense pain, inflammation, edema. Date of second procedure? Once suture was removed all signs and symptoms abated within 24 hours. Opinion of causation?- the 4-0 chromic suture lately seem to not be absorbing as quickly as in the past years. The suture seems to remain intact for weeks rather than days. The retained unabsorbed suture causes pain, tenderness, and inflammation at the suture site ( caudal margin of nasal septum to nasal columella). Relief comes only with removal of the suture, I use a topical anesthetic to minimize the pain associated with suture removal. The relief is almost immediate. In every case suture removal completely resolves the problem. There is no infection at the site. No antibiotic therapy is needed. The inflammatory tissue response has, fortunately, not any affect on the surgical outcome. Though the sutured tissues seem very angry, wound healing has been good once the suture is removed. Identify the lot number? Unknown. Current condition of the patient? All fine. Attempt is being made to obtain a clarification on following information. To date no response has been provided. If further details are received at the later date a supplemental medwatch will be sent. You reported: approximately 14 patients over a 18 month period with dates of procedure: 1/16 to 5/17 and all of the rhinoplasty patients have been healthy young to middle age ( 16 to 50 years). For our proper reporting, can you specify the following for each patient event: what was the specific date of the initial procedure? What post- operative date did each patient present with symptoms? What was the date of the second procedure/ suture removal for each patient? What is your opinion as to relationship of the suture contributing to the symptoms? What are each patient age, weight, past medical and surgical history?